Manufacturer narrative:
(B)(4). Batch #: t94294. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a hepatectomy, the tweezers used were defective. The ceramic tissue pad became detached. Making it impossible to continue using the device. The tweezers were replaced, but after a few minutes of use, the second tweezers showed the same defect as the previous one. The ceramic tissue pad became detached. Both devices were discarded at the hospital after the surgery was over. There were no patient consequence.